Event description:
Kimberly-clark received a report from the united kingdom stating, "12 fr mic balloon placed (B)(6) 2012. He had 2 x t sutures placed and one fell out before he got back to the ward. His tube fell out and was replaced in radiology (B)(6) 2012. The chap is alert and self caring." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.(B)(4).

Manufacturer narrative:
The device history record review is pending. The device was not returned to kimberly-clark for evaluation. Without the returned device we are not able to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.